Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products . Device available for eval?: yes. D10/d11: concomitant medical products . Returned to manufacturer on: 2/9/2021. H.6. Investigation: two opened packages for product 309581 were received. The samples were visually evaluated. Both packages had a 3ml syringe and a shielded needle separately inside. One package was from batch #9127659 and one package from batch #9347515. There was no sign of usage for either sample. No defects were observed in either of the 3ml syringes and no defects were observed in either of the two needles. The needles were attached to the syringes and hand tightened. The caps were taken off with no issues observed. The needles remained firmly attached to the syringes. Both samples were then tested for leakage at luer and leakage past stopper per procedure, using the needles that arrived with the syringe samples. No leakage was observed at luer and no leakage past stopper on either of the two samples. No defects were confirmed based in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml ll w/ndl 25x1 rb and needle separated on 24 occasions and leaked on 4 occasions. The following information was provided by the initial reporter: material no: 309581 batch no: 8261960. It was reported that the consumer has 24 syringes that the whole needle component pops off when the cap is removed. Also, the consumer has 3-4 syringes that were leaking medication. Verbatim: from phone call on (B)(6) 2021 16:08:57: consumer reported having 24 syringes when removing the cap the whole needle component pops off with it. Stated she also had 3-4 syringes that were leaking medication. Stated she wasted 4 vials of medication due to this. Consumer provided demographic information and pharmacy information for replacement.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll w/ndl 25x1 rb and needle separated on 24 occasions and leaked on 4 occasions. The following information was provided by the initial reporter: material no: 309581, batch no: 8261960. It was reported that the consumer has 24 syringes that the whole needle component pops off when the cap is removed. Also, the consumer has 3-4 syringes that were leaking medication. Verbatim: from phone call on (B)(6) 2021 16:08:57: consumer reported having 24 syringes when removing the cap the whole needle component pops off with it. Stated she also had 3-4 syringes that were leaking medication. Stated she wasted 4 vials of medication due to this. Consumer provided demographic information and pharmacy information for replacement.